Event description:
Additionally, healthcare professional reported "rippling."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening. Weight measurement identified device was underweight. A microscopic analysis was performed which identified two crease sharp opening on radius and have non-penetrating nick. Based on the device analysis, the final assessment is two crease sharp opening on radius assessed as to a fold flaw opening and non-penetrating nick.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.